Event description:
It was reported that an unspecified quantity of one-link microbore catheter extension sets leaked fluid at the end with the blue cap. The process step was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: this device was manufactured at one of the two manufacturing sites. Baxter healthcare - aibonito rd 721 km 0 3 po box 1389, aibonito 00705 puerto rico baxter healthcare - cartago 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial cartago 30106 costa rica should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: g1, h6, h11 h11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.